Event description:
Device 2 of 2. Reference MFR. Report#: 1627487-2014-23766. It was reported the patient experienced discomfort and warmth at the ipg site while charging. The warmth occurs approximately 1.5 - 2 hours after the patient begins charging. A replacement charging system was sent to the patient to address the issue. On (B)(6) 2012 st. Jude medical, neuromodulation division, sent field action letters to patients related to heating while charging and raised awareness of this issue to patients. An increase in prior non-reported heating while charging events and other non-reported events was expected.

Manufacturer narrative:
This charger model was associated with a field correction. Manufacturer's evaluation: corrective and preventive action (CAPA) investigation was performed. Evaluation: results: pocket heating was confirmed. The investigation for CAPA (B)(4) concluded that the charger was capable of transferring energy to the ipg at a rate that would cause heating of the ipg and/or charging wand of sufficient elevated temperature to cause pain and burns. The heating while charging was determined to be exacerbated by off-axis charging of shallow implanted ipgs and that all chargers were capable of elevated heating. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.